Manufacturer narrative:
An investigation into this event is currently being conducted. Once any additional information becomes available, this report will be updated. (B)(4).

Manufacturer narrative:
Additional attempts to obtain additional information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a professional conference of a study that was designed to clarify the relationship between long-term durability of the fineline ii sterox ez lead and the implantation method. The study was conducted from 2002 to 2013 and involved 1196 leads. During the course of the study, there were four lead fractures reported, along with one lead that exhibited high pacing threshold measurements. In addition, here were also four cases of infection that required surgical intervention. The specific model and serial number information was not provided in the abstract. No additional adverse patient effects were reported.